Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. An occlusion alarm alerted while wearing the pod on the arm for between 5 and 24 hours. The patient loss consciousness and was transported to the hospital. A glucagon infusion was provided for treatment. The patient was discharged after two days.

Manufacturer narrative:
Correction to b5 - describe event or problem. From: it was reported that the patient had been hospitalized with hypoglycemia. An occlusion alarm alerted while wearing the pod on the arm for between 5 and 24 hours. The patient loss consciousness and was transported to the hospital. A glucagon infusion was provided for treatment. The patient was discharged after two days. To: it was reported that the patient had been hospitalized with hypoglycemia. An occlusion alarm alerted while wearing the pod on the arm for between 5 and 24 hours. The patient loss consciousness and was transported to the hospital. A glucagon infusion was provided for treatment. The patient was discharged after two days. The pod was discarded. Correction to d(4): lot number changed from unavailable to l72431. Expiration date changed from unavailable to 2/16/2024. Unique identifier (UDI) # changed from (B)(4). Correction to h(4): device mfg date changed from unavailable to 8/16/2022. Correction to h6 - adverse event problem. Type of investigation from: b17 device not returned to: b18 device discarded.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. An occlusion alarm alerted while wearing the pod on the arm for between 5 and 24 hours. The patient loss consciousness and was transported to the hospital. A glucagon infusion was provided for treatment. The patient was discharged after two days. The pod was discarded.